Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Updated: a1, b4, b5, b6, b7, d1, d2, e1, f10, g1, h4. Depuy still considers the investigation closed. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision to take place on (B)(6) 2011. Asr xl acetabular system bi-laterall. Reason(s) for revision: unknown. Update: hospital, surgeon & products added as per crawford update spreadsheet dated 21 feb 2012. Does not identify which products go with each hip. Update received april 23rd, 2013. Reason for revision added. Reason(s) for revision: alval / soft tissue reaction. Update received 7th march 2014. Surgery date added for right hip. Additional surgeon and hospitals added. Kid and status changed to legal. Correct hip sides identified for products. Right: surgery date: (B)(6) 2008. 9998-04-754 / 2551015. 9998-90-147 / 2673558. 9998-00-102 / 2755290. Left: surgery date: (B)(6) 2009. 9998-04-754 / 2585558. 9998-90-147 / 2722637. 9998-00-102 / 2819047.

Event description:
Bilateral asr revisionreason(s) for revision: unknown

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.